Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 00620005622 / shell / lot #60890227, item # 00801803602/ head /lot # 60906758, item# 00408801206/ stem/neck taper/ lot# 60846884, item #00625006535/bone screw/ lot #60884335. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 -2020 -00049, 0001822565 -2020 -00407, 0001822565 -2020 -00408.

Event description:
It was reported the patient underwent a total hip arthroplasty. Subsequently, the patient underwent a hip revision surgery approximately 10 years post implantation due to pain, elevated metal ion levels, trunnion wear, metallosis, and pseudotumor. During the revision extensive tissue damage, bone necrosis and trunnionosis was noted. Further, the surgeon noted extensive black corrosion around the head/neck junction, the posterior wall of the acetabulum had been significantly damaged by the pseudotumor, and heterotopic bone anterior to the cup. The shell, head and liner were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.